Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to the staple transaction of renal vein during a laparoscopic nephrectomy, after several firings the last reload locked down on the tissue and would not open. It was also reported that there was a blood loss of more than 500cc, and an extend surgical time of more than 30 minutes because the stapler would not release from tissue. They had to get another device to cut around the reload to remove it.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Nicks were observed on the knife blade and the cartridge was damaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of damaged knife and cartridge that has no relationship to the reported condition. No further actions have been deemed necessary at this time. Replication of the observed secondary damages to the knife and cartridge may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. If information is provided in the future, a supplemental report will be issued.